Event description:
Reportedly, no connection and no communication was possible with the subject home monitor. The network is weak but the patient has been followed since 2017. The device stopped working abruptly in (B)(6) 2021 while the green led was still on. Preliminary analysis revealed connection issue with the back office since (B)(6) 2021. This home monitor was replaced and successful transmissions could be performed since.

Manufacturer narrative:
D3 and g1: updated.

Event description:
Reportedly, no connection and no communication was possible with the subject home monitor. The network is weak but the patient has been followed since 2017. The device stopped working abruptly in (B)(6) 2021 while the green led was still on. Preliminary analysis revealed connection issue with the back office since (B)(6) 2021. This home monitor was replaced and successful transmissions could be performed since.